Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient's pacemaker had premature battery depletion. No changes were made. Additional information was requested but not received.

Event description:
Additional information received indicated that the patient experienced syncope and fatigue as a result of the premature battery depletion. The pacemaker was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.